Event description:
It was reported that damage to the pump housing caused the customer to be unable to continue using the pump for insulin therapy. Reportedly, the pump was dropped against a hard surface. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.